Event description:
It was reported by service report that the head end brakes were not holding. However, the foot end brakes could still hold. The complainant reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that the siderail compression spring was missing, creating the potential for the siderail to become unlatched during use. Additionally, it was determined that the brakes were not engaging due to worn brake rings and damaged brake adjuster.

Event description:
It was reported by service report that the head end brakes were not holding. However, the foot end brakes could still hold. The complainant reported that they did not know if there was patient involvement or if there were adverse consequences to report.